Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause of the phenomenon was the wrong input signals and the wrong input settings. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "6.1 troubleshooting guide malfunction:no image. Cause:the button for switching input signals has been incorrectly set. Remedy:use the input button on the front panel to select an appropriate terminal." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer, the high-definition liquid crystal display (lcd) monitor presented no image. No patient harm reported.

Manufacturer narrative:
In speaking with olympus technical assistance center via the phone, it was noted the input to the monitor was serial digital interface (sdi) one (1). To rectify the issue, the input setting on the monitor was changed to match the input sdi, which resolved the issue. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available.